Manufacturer narrative:
No report of patient involvement. The ge healthcare service contractor performed a checkout of the system and confirmed the reported issue. The enhanced sensor interface board (esib) was replaced to resolve the reported issue.

Event description:
The hospital reported an internal error which could cause a loss of mechanical ventilation. There was no report of patient involvement.